Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead exhibited pacing impedance measurements of greater than 2000 ohms, which triggered a lead safety switch to unipolar mode. A revision procedure was performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.